Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2009: (B)(6). (B)(6), md. Radiology-CT guided aspiration and catheter drainage left abdominal subcutaneous fluid collection. History: patient is status post anterior abdominal wall hernia repair with mesh. Patient now with warm, red, probable skin infection with subcutaneous fluid collection. Technical: informed consent was obtained regarding possible risks and complications. The patient was placed in supine position. The left abdomen was prepped and draped in a sterile fashion. Following infiltration with local anesthetic and using 1% lidocaine and 0.5% sensorcaine, an 18 gauge hincke needle was advanced through the lateral left abdominal wall into the fluid collection. Black serous fluid was removed and sent for gram stain, culture and sensitivity. It did not appear to be grossly infected. Over an amplatz superstiff wire, I brought in a 6 french drainage catheter and a total of 275 ml of black fluid was removed. Impression: successful percutaneous drainage anterior abdominal wall fluid collection. Fluid sent for gram stain, culture and sensitivity. I did tell the patient there is a chance this may return . (B)(6) 2009: (B)(6) hospital. Culture body fluid. Source: pelvic abscess. Gram stain results: rare wbc observed; no organism observed. Culture results: rare staphylococcus aureus. Final report: staphylococcus aureus . (B)(6) 2009: (B)(6) hospital. Culture anaerobic fluid/tissue. Source: pelvic abscess. Culture results: no anaerobes isolated at 5 days . (B)(6) 2009: (B)(6). (B)(6), md. History and physical. Status post ventral hernia repair that was recurrent on the left side of her abdomen, approximately 2 weeks ago. Did well but developed swelling of the wound. This was percutaneously drained late last week and it was noted to be most likely a seroma. Unfortunately, the patient has run a low grade temperatures and the area has continued to drain. I saw the patient in the office yesterday and thought the wound looked a little cellulitic. I was concerned that this may have represented wound infection and the patient was directly admitted to the hospital. Had IV [intravenous] antibiotics and prepared for wound debridement. Exam: abdomen: left sided surgical wound was still cellulitic and have represented wound infection. Impression/plan: status post ventral hernia repair, possible wound infection. Placed on IV [intravenous] antibiotics, and prepared for wound debridement . (B)(6) 2009: (B)(6). Lab. Wbc 14.2 h . (B)(6) 2009: (B)(6). Culture wound. Source: abdomen. Gram stain results: few wbc observed; no organisms observed. Culture results: few staphylococcus aureus. Final report: staphylococcus aureus . (B)(6) 2009: (B)(6). Culture anaerobic fluid/tissue. Source: abdomen tissue. Culture results: no anaerobes isolated at 5 days . (B)(6) 2009: (B)(6). Culture anaerobic fluid/tissue. Source: abdomen fluid. Culture results: no anaerobes isolated at 5 days . (B)(6) 2009: (B)(6). Culture tissue. Source: abdomen. Gram stain results: rare wbc observed; no organisms observed. Culture results: rare staphylococcus aureus. Final report: staphylococcus aureus . (B)(6) 2009: (B)(6). Culture body fluid. Source: abdomen. Gram stain results: many wbc observed; rare gram positive cocci. Culture results: few staphylococcus aureus . (B)(6) 2009: (B)(6). Lab. Wbc 12.8 h . (B)(6) 2009: (B)(6). Lab. Wbc 12.4 h. (B)(6) 2009: (B)(6). (B)(6), md. Consultation. Assessment: abdominal wall surgical site infection ¿ due to methicillin sensitive staphylococcus aureus; per dr. (B)(6), this does not involve the mesh; status post 2 courses of oral antibiotic therapy. On (B)(6) 2009 underwent reduction and repair of an incarcerated ventral hernia with gore dual mesh product to repair the defect. After returning work she developed drainage from her incision. Was seen in urgent care clinic, and placed on bactrim. Thereafter, the wound did fairly well. About a week and a half ago, she noticed that the abdominal incision had ruptured and fluid was draining from it. Underwent CT scan of the abdomen which revealed two large left lower quadrant fluid collections. Therefore, on the 8th she underwent a percutaneous drainage procedure, and cultures of this grew methicillin sensitive staphylococcus aureus. Was placed on cipro. Despite this therapy, drainage persisted and therefore yesterday she underwent an I&d [incision and drainage] of the abdominal wound. After discussion with dr. (B)(6), he feels that the mesh was deep to this process and is not involved . (B)(6) 2009: (B)(6). (B)(6), md. Discharge summary. Discharge diagnosis: abdominal wound infection. History: had a ventral hernia repair with mesh approximately four weeks ago. Was admitted with redness and swelling of the infusion site. This was ___ [sic] initially but unfortunately recurred and it was felt that the patient to be admitted to the hospital for definitive care by IV [intravenous] antibiotics and formal wound debridement. Comorbid conditions at the time of admission include history of crohn¿s disease and obesity. Hospital course: was admitted and placed on antibiotics. Was taken to surgery where the wound was opened and drained and cultures demonstrated the presence of methicillin-sensitive staphylococcus aureus. It is my opinion that the mesh was not actively infected because it was not exposed when the wound was debrided. I did get and opinion from dr. ___ [sic] who recommended 4-6 weeks IV [intravenous] antibiotic therapy at home and we instituted therapy of the wound using a vac [vacuum assisted closure] dressing. The patient progressed nicely. She was afebrile, was discharged in good condition . (B)(6) 2009: (B)(6). Lab. Wbc 14.1 h . (B)(6) 2010: (B)(6). (B)(6), md. Radiology-CT abdomen/pelvis. Clinical history: nonhealing wound in the left side of the abdomen. Findings: a parastomal hernia containing normal appearing colon is again noted in the right lower quadrant. This appears little changed since the (B)(6) 2009 exam. In additional hernia is present at the same level on the left that contains only fat. There is also an epigastric abdominal wall defect in the midline that contains mesenteric fat. There is some mesh material more cranial in the leftward anterior abdominal wall and superficial mesh to this mesh, there is strand inflammatory like opacity, consistent with the patient¿s clinical history of a nonhealing wound. Previously, there had been fairly large fluid collections which are no longer evident, instead having a more phlegmon like appearance. No fluid collections are identified currently in the abdomen and pelvis. Impression: there is a phlegmon like appearance in the left lower abdomen at the site of previous fluid collection. This phlegmon does involve the entire thickness of the subcutaneous fat extending down to the leftward anterior abdominal wall where there is some mesh material. There is also some phlegmon like tissue just deep to this mesh material. Bowel loops approach this phlegmon like tissue, but do not appear to be involved with the tissue. Bilateral abdominal wall hernias. Status post placement of the sigmoid colostomy with a parastomal hernia on the right. No evidence of bowel obstruction . (B)(6) 2010: (B)(6) hospital. Lab. Wbc 16.9 h . A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated result code. Conclusion code remains unchanged.

Manufacturer narrative:
Added results code 2 for sterilization evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation findings. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. Previous patient codes (1930, 2225 and 3191 other for ¿debridement of skin¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Medical records: the known medical records span march 13, 2009 through april 17, 2010 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Patient information: medical history: recurrent ventral hernia, crohn¿s disease, obesity, ­ on (B)(6) 2012: 290 lbs.; bmi 56.64. Surgical procedures: 1988: status post colectomy with colostomy. Unknown dates: hernia repair x3. On (B)(6) 2009: reduction and repair of incarcerated ventral hernia. Implant: gore® dualmesh® biomaterial. On (B)(6) 2009: CT guided aspiration and catheter drainage left abdominal subcutaneous fluid collection. On (B)(6) 2009: decompression of large fluid-filled cavity left side of abdominal wall with debridement of skin, subcutaneous tissue and nonviable fascia with lavage with antibiotic solution. On (B)(6) 2010: exploration left abdominal wall wound with removal of mesh. On (B)(6) 2015: history of hysterectomy, removal anal fistula, colectomy, laparoscopic inguinal hernia repair. Implant preoperative complaints: on (B)(6) 2009: ¿history of recurrent ventral hernias. The patient was seen in the office and was found to have another fascial defect. It was felt that this had to be surgically repaired because of the symptomatic nature of the problem.¿ implant procedure: reduction and repair of incarcerated ventral hernia. [Implant: gore® dualmesh® biomaterial, 1dlmc03/06313855, 10 cm x 15 cm x 1mm thick, oval]. Implant date: on (B)(6) 2009. Description of hernia being treated: ¿the abdomen was prepped and draped. An incision was made over the area that was marked with the patient¿s approval, preoperatively. The skin was opened and the fascial defect was identified. The hernia sac was identified and the redundant part of the sac itself was resected.¿ implant size and fixation: ¿a piece of gore dual-mesh was then used to fix the fascial defect. This was done after the fascia was cleaned off several centimeters in each direction. Ethibond sutures were placed in an interrupted fashion where a tented-free closure was done. The wound was then irrigated and injected with marcaine. The redundant fascia was loosely approximated over the mesh to decrease the propensity for seroma formation. The subcutaneous tissues were closed in layers and the skin closed with 4-0 vicryl subcuticular stitch.¿ on (B)(6) 2009: pathology: ¿specimen received in formalin, labeled [patient name] consists of a tan-pink and yellow fatty partly fibromembranous tissue mass measuring 1.2 cm at its widest dimension x 12 cm in length. One end is firm and sectioning displays a tan-white smooth cut surface in which a blue suture is identified within the tissue. Relevant medical information: on (B)(6) 2009: CT guided aspiration and catheter drainage left abdominal subcutaneous fluid collection. ¿history: patient is status post anterior abdominal wall hernia repair with mesh. Patient now with warm, red, probable skin infection with subcutaneous fluid collection.¿ ¿the left abdomen was prepped and draped in a sterile fashion. Following infiltration with local anesthetic and using 1% lidocaine and 0.5% sensorcaine, an 18-gauge hincke needle was advanced through the lateral left abdominal wall into the fluid collection. Black serous fluid was removed and sent for gram stain, culture and sensitivity. It did not appear to be grossly infected. Over an amplatz superstiff wire, I brought in a 6 french drainage catheter and a total of 275 ml of black fluid was removed.¿ on (B)(6) 2009: body fluid culture: ¿pelvic abscess. Gram stain results: rare wbc observed; no organism observed. Culture results: rare staphylococcus aureus. Final report: staphylococcus aureus.¿ on (B)(6) 2009: ¿status post ventral hernia repair that was recurrent on the left side of her abdomen, approximately 2 weeks ago. Did well but developed swelling of the wound. This was percutaneously drained late last week and it was noted to be most likely a seroma. Unfortunately, the patient has run a low-grade temperatures and the area has continued to drain. I saw the patient in the office yesterday and thought the wound looked a little cellulitic [sic]. I was concerned that this may have represented wound infection and the patient was directly admitted to the hospital. Had IV [intravenous] antibiotics and prepared for wound debridement.¿ on (B)(6) 2009: wound culture: ¿abdomen. Gram stain results: few wbc observed; no organisms observed. Culture results: few staphylococcus aureus. Final report: staphylococcus aureus.¿ on (B)(6) 2009: decompression of large fluid-filled cavity left side of abdominal wall with debridement of skin, subcutaneous tissue and nonviable fascia with lavage with antibiotic solution. ¿the patient is a 55-year-old female who underwent a repair of a ventral hernia with gore-tex mesh on the left side of her abdominal wall. The patient did well for a couple weeks. Unfortunately the patient developed cellulitis and swelling around the area and it was felt that this represented a wound infection. I was asked to see the patient for this reason. It was felt that this needed to be opened and drained in order to prevent the mesh from becoming overtly infected.¿ ¿the abdomen was then prepped and draped in normal sterile fashion. An incision was made over the area of swelling and the subcutaneous tissues opened. A significant amount of blood-tinged fluid was removed. It did not look or smell infected. At this point the skin, subcutaneous tissue and nonviable fascia were then debrided. The wound was then copiously irrigated until clear with antibiotic-containing solution. Prior to the antibiotic solution, the wound was cultured. At this point the procedure was complete.¿ on (B)(6) 2009: anaerobic fluid/tissue culture: ¿no anaerobes isolated at 5 days.¿ on (B)(6) 2009: tissue culture: ¿abdomen. Gram stain results: rare wbc observed; no organisms observed. Culture results: rare staphylococcus aureus. Final report: staphylococcus aureus.¿ on (B)(6) 2009: ¿abdominal wall surgical site infection ¿ due to methicillin sensitive staphylococcus aureus; per dr. (B)(6), this does not involve the mesh; status post 2 courses of oral antibiotic therapy. On (B)(6) 2009 underwent reduction and repair of an incarcerated ventral hernia with gore dual mesh product to repair the defect. After returning work she developed drainage from her incision. Was seen in urgent care clinic, and placed on bactrim. Thereafter, the wound did fairly well. About a week and a half ago, she noticed that the abdominal incision had ruptured and fluid was draining from it. Underwent CT scan of the abdomen which revealed two large left lower quadrant fluid collections. Therefore, on (B)(6) she underwent a percutaneous drainage procedure, and cultures of this grew methicillin sensitive staphylococcus aureus. Was placed on cipro. Despite this therapy, drainage persisted and therefore yesterday she underwent an I&d [incision and drainage] of the abdominal wound. After discussion with dr. (B)(6), he feels that the mesh was deep to this process and is not involved.¿ on (B)(6) 2009: discharge summary: ¿was admitted and placed on antibiotics. Was taken to surgery where the wound was opened and drained and cultures demonstrated the presence of methicillin-sensitive staphylococcus aureus. It is my opinion that the mesh was not actively infected because it was not exposed when the wound was debrided.¿ explant preoperative complaints: on (B)(6) 2010: CT abdomen/pelvis: findings: ¿a parastomal hernia containing normal appearing colon is again noted in the right lower quadrant. This appears little changed since on (B)(6) 2009 exam. In additional hernia is present at the same level on the left that contains only fat. There is also an epigastric abdominal wall defect in the midline that contains mesenteric fat. There is some mesh material more cranial in the leftward anterior abdominal wall and superficial mesh to this mesh, there is strand inflammatory like opacity, consistent with the patient¿s clinical history of a nonhealing wound. Previously, there had been fairly large fluid collections which are no longer evident, instead having a more phlegmon like appearance. No fluid collections are identified currently in the abdomen and pelvis.¿ impression: ¿there is a phlegmon like appearance in the left lower abdomen at the site of previous fluid collection. This phlegmon does involve the entire thickness of the subcutaneous fat extending down to the leftward anterior abdominal wall where there is some mesh material. There is also some phlegmon like tissue just deep to this mesh material. Bowel loops approach this phlegmon like tissue, but do not appear to be involved with the tissue. Bilateral abdominal wall hernias. Status post placement of the sigmoid colostomy with a parastomal hernia on the right. No evidence of bowel obstruction.¿ on (B)(6) 2010: ¿history of hernia repair left abdominal wall with mesh. The patient had this done several years ago but over the past several months noted a chronic wound spearing in the left abdominal wall at the site of the hernia repair. It was discovered that the patient likely had an infection of the mesh of the wound by CT scan. I recommended to the patient that she have the mesh removed secondary to the chronicity of the symptoms.¿ explant procedure: exploration of chronic abdominal wound with excision of skin, subcutaneous tissue, muscle, and fascia. Excision of infected mesh. Explant date: on (B)(6) 2010. ¿the abdomen was then prepped and draped in a normal sterile fashion and an incision was made to excise the [sic]. This was done full-thickness. Next, the infected mesh was seen and the mesh was removed. It appeared to be clinically infected. The tissue below the mesh appeared to be healthy and there was no sign of recurrent hernia. The wound was then copiously irrigated with saline until clear and then packed with betadine-soaked gauze. Sterile dressings were applied and the patient tolerated this well and was taken to the recovery room in stable condition.¿ on (B)(6) 2010: surgical pathology: ¿final pathologic diagnosis: skin and soft tissue of abdominal wall, excision: abdominal wall skin and soft tissue, with an inflamed sinus tract with surrounding granulation tissue.¿ on (B)(6) 2010: culture tissue w/ gram stain: ¿abdomen. Collected on: (B)(6) 2010. Specimen description: abdomen wall. Gram stain results: few wbc observed. Gram stain results: no organisms observed.¿ on (B)(6) 2010: culture miscellaneous: ¿specimen description: abdomen mesh. Culture results: staphylococcus aureus isolated from broth only. Final report. Organism: staphylococcus aureus.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 3/13/2009, including records for previous hernia repair, colectomy and hysterectomy, were not provided. (B)(6) 2009: operative report. ¿pre/postoperative diagnosis: recurrent incarcerated ventral hernia. Operative procedure: reduction and repair of incarcerated ventral hernia.¿ indications for procedure: ¿history of recurrent ventral hernias. The patient was seen in the office and was found to have another fascial defect. It was felt that this had to be surgically repaired because of the symptomatic nature of the problem. The patient was amenable to undergoing surgery. The risks and benefits including infection, bleeding, scarring, recurrence, and injury to the bowel or bladder or organs of the abdomen were discussed, and identification at the time of surgery, or remote identification was also a possibility, which would obviously require additional surgery. After weighing the risks and benefits, consent was obtained.¿ description of procedure: ¿the patient was taken to the operating room and identified, and she was appropriately sedated and placed on anesthesia¿s care. The abdomen was prepped and draped. An incision was made over the area that was marked with the patient¿s approval, preoperatively. The skin was opened and the fascial defect was identified. The hernia sac was identified and the redundant part of the sac itself was resected. A piece of gore dual-mesh was then used to fix the fascial defect. This was done after the fascia was cleaned off several centimeters in each direction. Ethibond sutures were placed in an interrupted fashion where a tented-free closure was done. The wound was then irrigated and injected with marcaine. The redundant fascia was loosely approximated over the mesh to decrease the propensity for seroma formation. The subcutaneous tissues were closed in layers and the skin closed with 4-0 vicryl subcuticular stitch. Sterile dressings were applied. The patient tolerated this well, and was taken to the recovery room in stable condition.¿ (B)(6) 2009: implant/explant record. Mf description and model #: gore dualmesh® biomaterial. Ref catalogue number: 1dlmc03. Lot batch code: 06313855. W.l. Gore & associates. Implant site: ventral hernia. Implant date: 3-13-2009. The records confirm a gore dualmesh® biomaterial (1dlmc03/06313855) was implanted during the procedure. (B)(6) 2009: surgical pathology. ¿resulted: 03/16/09. Case#: (B)(4) . Final pathologic diagnosis: ¿ventral hernia sac¿: fibroconnective and adipose tissue with marked fibrosis, chronic inflammation, granulation tissue and abscess formation; suture-like synthetic material is also identified. Specimen(s) received: ventral hernia sac. Gross description: specimen received in formalin, labeled ¿donna s. Blanton, ventral hernia sac¿ consists of a tan-pink and yellow fatty partly fibromembranous tissue mass measuring 1.2 cm at its widest dimension x 12 cm in length. One end is firm and sectioning displays a tan-white smooth cut surface in which a blue suture is identified within the tissue. Multiple representative sections in cassette a1. Microscopic description: one h&e stained slide is reviewed.¿ (B)(6) 2009: operative report. ¿pre/postoperative diagnosis(es): infected wound left side of abdominal wall. Procedure(s) performed: decompression of large fluid ¿filled cavity left side of abdominal wall with debridement of skin, subcutaneous tissue and nonviable fascia with lavage with antibiotic solution.¿ specimens: to pathology for culture testing. Indications: ¿the patient is a 55-year-old female who underwent a repair of a ventral hernia with gore-tex mesh on the left side of her abdominal wall. The patient did well for a couple weeks. Unfortunately the patient developed cellulitis and swelling around the area and it was felt that this represented a wound infection. I was asked to see the patient for this reason. It was felt that this needed to be opened and drained in order to prevent the mesh from becoming overtly infected. Consent was obtained.¿ procedure: ¿the patient was taken to operating room and identified. She was then appropriately sedated and placed under anesthesia¿s care. The abdomen was then prepped and draped in normal sterile fashion. An incision was made over the area of swelling and the subcutaneous tissues opened. A significant amount of blood-tinged fluid was removed. It did not look or smell infected. At this point the skin, subcutaneous tissue and nonviable fascia were then debrided. The wound was then copiously irrigated until clear with antibiotic-containing solution. Prior to the antibiotic solution, the wound was cultured. At this point the procedure was complete. The patient did well and the wound was packed with antibiotic-soaked gauze and sterile dressings were applied.¿ ] (B)(6) 2009: missing record: a culture report detailing analysis of the specimens collected during the 04/14/09 procedure was not provided. (B)(6) 2010: missing records: records for the CT scan showing ¿infection of the mesh of the wound¿ were not provided. (B)(6) 2010: operative report. ¿pre/postoperative diagnosis: chronic left-sided abdominal wall wound with infected mesh. Procedure performed: exploration of chronic abdominal wound with excision of skin, subcutaneous tissue, muscle and fascia. Excision of infected mesh. Anesthesia: general. Specimens: tissue and mesh to pathology for evaluation. Complications: none. Blood loss: minimal.¿ indication: ¿history of hernia repair left abdominal wall with mesh. The patient had this done several years ago but over the past several months noted a chronic wound spearing in the left abdominal wall at the site of the hernia repair. It was discovered that the patient likely had an infection of the mesh of the wound by CT scan. I recommended to the patient that she have the mesh removed secondary to the chronicity of the symptoms. The risks, benefits and alternatives were discussed including infection, bleeding and injury to the bowel or recurrence of the hernia. She understood the risks, benefits and alternatives and consent obtained.¿ procedure: ¿the patient was taken to the operating room and identified. She was appropriately sedated and placed under anesthesia¿s care. The abdomen was then prepped and draped in a normal sterile fashion and an incision was made to excise the __ [sic]. This was done full-thickness. Next, the infected mesh was seen and the mesh was removed. It appeared to be clinically infected. The tissue below the mesh appeared to be healthy and there was no sign of recurrent hernia. The wound was then copiously irrigated with saline until clear and then packed with betadine soaked gauze. Sterile dressings were applied and the patient tolerated this well and was taken to the recovery room in stable condition.¿ (B)(6) 2010: surgical pathology. ¿case#: sn10-4418. Final pathologic diagnosis: skin and soft tissue of abdominal wall, excision: abdominal wall skin and soft tissue, with an inflamed sinus tract with surrounding granulation tissue. Pre-operative: left abdominal wound. Specimen(s) received: portion of abdominal wall. Gross description: received in formalin labeled ¿donna s. Blanton, portion of abdominal wall¿ consists of a tan ellipse of skin measuring 1.2 x 3 x 2 cm deep. On sectioning, the cut surface has a tan-pink-white appearance with a rubbery consistency. A small 0.6 cm open area on the skin surface extends down into the subcutaneous tissue. Multiple representative sections in cassettes a1-a2. Microscopic description: 2 h&e slides reviewed.¿ (B)(6) 2010: culture tissue w/ gram stain. ¿resulted: 04/19/10. Source: abdomen. Collected on: 04/16/10. Specimen description: abdomen wall. Gram stain results: few wbc observed. Gram stain results: no organisms observed.¿ (B)(6) 2010: culture miscellaneous. ¿resulted: 04/19/10. Source: abdomen: collected on: (B)(6) 2010. Specimen description: abdomen mesh. Culture results: staphylococcus aureus isolated from broth only. Final report. Organism: staphylococcus aureus.¿ (B)(6) 2010: culture anaerobic fluid/tissue. ¿resulted: (B)(6) 2010. Source: abdomen. Collected on: 04/16/10. Specimen description: abdomen. Culture results: no anaerobes isolated at 5 days. Culture results: tested at bethesda oak laboratory.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6)2009, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, mesh removal debridement of skin, drainage, additional surgeries and procedures. Additional event specific information was not provided.